Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced damaged battery alarm. Upon servicing, it was found that a battery depleted set caused an interruption of delivery on (B)(6) 2011. It is unknown when or in which care area this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a damaged battery alarm was confirmed and duplicated during product evaluation. This condition was caused by depleted main batteries. The main batteries were replaced to correct the reported condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.63.92. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.